Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer stated that during a laparoscopic lower anterior resection, the surgeon switched from coag mode to cut mode and then a piece of the jaw liner detached from the device and fell into the pt's cavity. The piece was successfully retrieved and there was no pt injury. The surgeon continued to use the device and successfully completed the procedure.